Event description:
During a laparoscopic cholecystectomy, the operator placed the laparoscopic electrode through the port and the tip broke off inside the pt. The broken tip was retrieved and a new product opened. Case proceeded without any further problems.